Manufacturer narrative:
Records indicate that the implant met the specifications as were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended use of the implant is described in its instructions for use.

Event description:
Complaint report indicates there was acute pain on the 7th day after surgery and the implant was removed. Primary stability and osseointegration were not achieved.